Event description:
Caller indicated the assure platinum meter was giving low readings. Nurse tested blood with this meter 3 times getting results of 55/lo/25 within 3 minutes. She than tested with a different meter within a minute and the results were 133. No treatment given. Controls were used, but meter was not in control mode so it tested out of range. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned strips read low confirming the complaint however the strip container showed signs of improper storage indicating user misuse which may have compromised the strips. Retention samples of the same lot of test strips involved in the incident were also tested with the returned meter and performed to specification.

Manufacturer narrative:
Incorrect lot number was listed on original medwatch form. The strip lot returned for evaluation was 10061a.